Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that was scheduled to undergo a da vinci myomectomy procedure. Isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that during placement of a laparoscopic device, unexpected bleeding from the patient occurred. As a result, the surgeon made the decision to perform an exploratory laparotomy to determine the source of the patient's bleeding. A vascular surgeon was consulted. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the bleeding experienced by the patient. Isi has made several attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The documentation provided did not contain any allegation of a malfunction of the da vinci surgical system, instruments or accessories. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: after insertion of a laparoscopic device, unexpected bleeding from the patient occurred, requiring the patient to undergo an exploratory laparotomy; however, it is unknown if device used was an isi device.